Event description:
It was reported that the user experienced a dexcom g6 sensor error while at work without access to a backup sensor, resulting in operation of the ilet in bg run mode. The user reported a blood glucose of approximately 300 mg/dl with symptoms of headache and thirst. Investigation included follow-up attempts, review of user-reported information, and confirmation through device data that the user subsequently returned to range and that cgm connectivity was restored. No product was returned for evaluation, and no device malfunction of the ilet was confirmed. The event was attributable to a temporary cgm sensor error, with appropriate transition to bg run mode and recovery once cgm data resumed. A follow-up report will be submitted if additional information becomes available or if device evaluation identifies new findings.